Manufacturer narrative:
Device was initially received for the complaint that the device had damaged battery compartment. The event happened during testing. During investigation found the upstream occlusion sensor (uso) and downstream occlusion sensor (dso) seal needed replacement for discoloring and separating. This malfunction makes the event reportable. Review of event log/alarm history found that no information found in log. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found the battery door and compartment were damaged and replaced. The dso/uso sensor calibration was performed. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the device had damaged battery compartment. The event happened during testing. During investigation found the upstream occlusion sensor (uso) and downstream occlusion sensor (dso) seal needed replacement for discoloring and separating. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.